Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after filling multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. There was no impact to the customer's blood glucose level. During the time of the call, the customer declined to reload the cartridge, and declined further follow-up from tandem technical support.